Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the spider 2 tenet´s small joint and main joint were stiff, it started/stopped one beat late when the foot pedal was pressed, the delay occurred when hydraulic pressure was applied. A surgical delay greater than 30 minutes was reported. There was a smith and nephew back up device available. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device finds the device returned without obvious deformity and only light wear from use. The battery, battery charger and footswitch were returned with the device. A functional assessment of the device found the joints are excessively stiff when depressurized, when tested with a reference battery, footswitch and drapeswitch the device connects as designed. The device pressurizes slowly and re-pressurizes after movement very slowly. The complaint was confirmed, and the root cause was associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.